Event description:
It was reported that during procedure the fiber was damage within the tube. The laser was able to cross though the entire fiber. The procedure was completed using the same fiber. There were no patient complications reported. Analysis of the returned fiber identified that the tip was broken and presented burnt marks.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber connector was in good conditions. Upon microscopic inspection it was found that the fiber tip was broken and exhibited burned marks on the jacket. In addition, functional testing identified that the aiming beam is bright and distorted due to the fiber tip break. Therefore, the reported event was confirmed.